Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp edge opening on anterior. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a sharp opening edge on anterior due to an unidentified (tear) opening. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side deflation and "creases." Device has been explanted.